Event description:
Allegedly the patient was revised due to mom complications (left). Add'l info received 05/14/2015: pain, ambulatory difficulty (trendelenburg gait).

Manufacturer narrative:
Additional information received 05/14/2015. This is the same event as 3010536692-2015-01075-01,-01076-01, 01098.